Event description:
A nurse reported to baxter that the patient adaptor was not connected to the titanium adaptor well, when the home patient (hp) changed the transfer set. The hp tried another set and the problem persisted. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). Root cause could not be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue was confirmed during the sample evaluation. One used set with no cap (loose in pouch) on spike and no cap on patient connector was received in reference to connection issue. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted.